Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
This emdr is for an unknown additional number of wafers from an unknown number of market units and lots as reported by the end user, all of which were used. The end user stated that the wafer had an off-centered starter hole. He advised that he did not experience any injury as a result of the use of the off-center wafers.